Event description:
This pt was receiving out patient hemodialysis. The pt was receiving the dialysis for approximately ten minutes when the pt experienced cardiac/respiratory arrest. The pt was resuscitated and transported via ambulance to a hospital and admitted for a cardiac and pulmonary evaluation. Later, hemodialysis was restarted using the same dialyzer with a different lot number. Within five minutes of the start of the procedure the pt again experienced a cardiac arrest. The pt was resuscitated and it was determined that the pt was experiencing a reaction to the dialyzer. The dialyzer apparently caused an anaphylactic reaction in the pt.